Manufacturer narrative:
(B)(4). Further information from the reporter regarding product information has been requested. No additional information is available at this time. The events of endophthalmitis, exposure, high intraocular pressure, and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a patient had a xen 45 gel stent implanted with a combined cataract surgery in the left eye. Roughly two months later, the patient was seen in office with no issues other than the xen failure. The patient had endophtalmitis diagnosed about two weeks later in the left eye, secondary to an exposed device. Device was trimmed at the slit lamp when the exposure was noted. The endophtalmitis was "treated as per protocol, including oral steroids which may have affected systemic status vitreous tap grew haemophilus influenzae". The patient was admitted to the general medical ward roughly a week later. Two weeks after admission into the general ward the patient passed away due to a pulmonary embolism unrelated to the xen device. The device remained implanted.

Event description:
Healthcare professional reported a patient had a xen 45 gel stent implanted with a combined cataract surgery in the left eye. Roughly two months later, the patient was seen in office with no issues other than the xen failure. The patient had endophtalmitis diagnosed about two weeks later in the left eye, secondary to an exposed device. Device was trimmed at the slit lamp when the exposure was noted. The endophtalmitis was "treated as per protocol, including oral steroids which may have affected systemic status vitreous tap grew haemophilus influenzae". The patient was admitted to the general medical ward roughly a week later. Two weeks after admission into the general ward the patient passed away due to a pulmonary embolism unrelated to the xen device. The device remained implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.